Event description:
It was reported that the device was found with multiple event codes during a scheduled inspection. There was no patient use associated with the event. Physio-control's initial inspection verified the reported event codes in the memory. Further evaluation of the removed main pcb assembly found a critical failure. The device would lock up and was unable to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause for the malfunction was determined to be a failure of an ic chip, u17.